Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: during investigation, the original complaint of the keypad was unable to be duplicated. The keypad was found to be intact with no evidence of peeling or damage and all the buttons were responsive. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was no evidence of moisture corrosion near the keypad connector. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.